Event description:
It was reported that patient had return of symptoms. Patient was implanted last tuesday and she was in the hospital till wednesday because they wanted to monitor her. The pump was filled on friday and it helped. On friday night it helped relieve pain then it wore off by the next day. Patient went in on monday and healthcare provider (hcp) increased the dosage from 0.05mg to 2.00. Patient thought hcp was going to put morphine in the pump but he put fentanyl. Patient was in exacerbating pain. Patient was told by someone that it takes a while for medication to help with pain. Patient had a "really scary night last night"; felt like the head was going to explode and was having some serious pain. As of 10/8/13 patient continued to be in a lot of pain. Patient had visited the hcp about "10 times for problems with pump" and reportedly had "at least 10 other issues with her pump" (it was unclear if there was a device malfunction or therapy issue). It was also stated that patient was recently in the hospital because of exhaustion and was not related to the device; patient managed her pain by herself for the past 2 years and having to get up at night, "just exhausted from so much pain." Patient had had a pain issue for the past 2 years and had 5 operations on her back. Patient also had migraine headaches. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Conclusion code no longer applies. And the patient codes also apply to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding their implanted pump which was currently used to deliver fentanyl (15 mg.ml at 15.496 mg/day) and bupivacaine (600 mcg/mlat 619.82 mcg/day). The indication for use was non-malignant pain. On (B)(6) 2016 the consumer reported that they had been experiencing pain. The pain is not new; they have had problems with their device or therapy since (B)(6) 2013. The patient had been having severe problems with pain and the pain had been getting worse for six months. The patient reported that their pain is intolerable and they need some help. The patient started that either the pump was not getting "it" to their spinal canal or something. The patient is in a nursing facility and cannot function or take care of themselves, is really scared, and doesn't understand why they cannot get any relief. The patient does not want to end up like a vegetable and does not want to live their life like this anymore. The patient reported that their right arm is killing them due to radiculitis which is a pre-existing condition. The patient reported that they are in bed most of the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that her old pump was not working properly and she had another one placed. Reportedly, the pump never worked right from the beginning and was replaced on (B)(6)2016.

Manufacturer narrative:
Additional information received reported a life-threatening injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the hcp "saved her life." There were no further complications reported at this time.